Manufacturer narrative:
(B)(4).

Event description:
It was reported review of the electrogram revealed some undersensing that led to ventricular fibrillation episodes. The recommended programming changes were not made. New adjustments will be discussed. No further information is available.